Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller said the patient started acting erratically and their medicine wasn¿t working and hallucinating. The caller said the patient¿s device was turned off and was acting erratically. The caller said by erratically they meant the programmer would show the implant was on, but they would turn the programmer off and then back on and the implant would then be off. Also, when they did a battery check it would show that it was at 100% but then 3 minutes later it was at75%. It was reviewed that the battery level the caller was seeing was for the programmer and was in quartiles and that had gone to 75%, the patient¿s implant was at 2.75v. The caller also reported that the patient had been in the hospital and their device turned off and the doctor had to turn the device back on. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the caller was requesting help walking through checking the battery curve again. The caller mentioned that they tried doing it themselves and saw a different screen. After reviewing the placement of the programmer was not being placed in the correct place. Ins was at 2.74v.